Event description:
It was reported that the jaws were not able to close completely stopping the surgeon from using the device. They were able to complete the lap sleeve gastrectomy with a new device without patient harm.

Manufacturer narrative:
(B)(4) date sent: 4/22/2024 d4: batch # 654c59 b3: only event month and day known. Year is unknown but assumed to be the year that the complaint was reported. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards, with a dent in the nozzle, and a gst60t reload loaded on the device. The reload was received unfired. As additional testing, the device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The right articulation buttons of the device were noted to not respond as expected when depressed. The device was disassembled and an indentation in conformal coating was found, which was evidence of shroud and pcb interference leading to the articulation buttons being too constrained. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb and the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 654c59, and no non-conformances were identified.